Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. The logs from the navigation system were returned to the manufacturer for evaluation. Review of the logs found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system could not delete patient data from the software. It was noted that the system was still functional. There was no patient present when this issue was identified.